Event description:
Customer called MFR due to a black spot on the display. During troubleshooting, it was found that there were missing segments as well. No adverse event reported. Requested return of suspect device and replacement was sent.